Event description:
User facility reported that the ear, nose and throat ward staff reported that the devices were becoming compressed during use and leading to patient distress. No adverse effects reported. Further information regarding adverse effects, number of devices affected, and number of patients impacted have all been requested and not received at this time.

Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed. (B)(4).